Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator (ins). The reason for the call was the patient reported they have been having a very hard time getting a connection between the recharger and the implant for the past 2 months. Patient stated they charge their stimulator for 3 hours and got up to 80%. Patient reported the implant battery dropped 50% overnight from 80% to 30% and they have to do this every day which is ridiculous. Agent walked the patient through connecting to the recharging application and patient was able to connect with excellent connection once repositioning the wireless recharger. Patient expressed dissatisfaction around the way the external equipment work and how difficult it can be to connect/use to charge their stimulator.